Manufacturer narrative:
Btg medical assessment: transient hepatic dysfunction after non target embolization of tumoral portal vein thrombosis caused by an hcc the goal was to treat pvt in the left portal vein. Beads migrated to segment 2 and caused liver infarction. No device malfunction reported this is not a drug side effect non-target embolization causing hepatic infarction: severity grade 3; serious; related to the device; anticipated in the risk management documentation/IFU no batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested but the reporter declined to provide further details. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
Patient's background: child-pugh classification b (or c), ascites present, low albumin level, bilirubin at 4 or more, vascular invasion (vp) 2-3, target tumour in a size of around 5 cm in the s2 segment. On (B)(6) 2019: the patient underwent tace using drug-eluting dc bead (100-300 mcm) 1 vial loaded with epirubicin for hepatocellular carcinoma (hcc). Tace was performed for embolization of the portal vein tumor thrombosis. Although the procedure seemed to be successfully achieved, it turned out that embolization of the portal vein tumor thrombosis was not complete and dc bead flowed into almost entire region of the s2 segment, leading to hepatic infarction. Information on the occurrence of adverse events other than the hepatic infarction was not obtained. Date unknown: the outcome of the hepatic infarction was unknown. Additional information received on (B)(6) 2019: on (B)(6) 2019: the patient was recovering from the hepatic infarction. In the second report received on (B)(6) 2019, the reporter's seriousness assessment of the event was updated from non-serious to serious. Ae: causality / seriousness (physician), hepatic infarction: probably related / serious, concomitant disease: ascites, past medical history: unknown, concomitant drugs: epirubicin.